Event description:
Additional information was received. It was reported that there was no delay to the procedure. There was no impact to the patient. The issue was observed at the end of the clinical procedure.

Manufacturer narrative:
H2, b5: event details have been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
G02004: cable g02014: monitor g2: this event occurred in italy, see section e. H3, h6: the system was serviced in the field. The issue seemed to be electric. After cover removal, the "on/off" cable going to the ups had been found to be broken. It is necessary to repair this issue to determine if it was the root cause. Codes b01, c02, c07, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that screen did not turn on. Patient presence was unknown, though it was indicated that there was no patient impact.

Manufacturer narrative:
D10: concomitant product: product ID: (B)(4), lot #: unknown, ubd: unknown, UDI#: unknown medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, h3: additional system service was performed. The rep replaced the ups and internal cable to main cart and external interconnection cable. The "on/off" button issue is not linked to the problem reported by the customer, but it will be replaced as soon as spare part is available in another service activity. After this replacement the camera cart is still not working. The rep performed troubleshooting on the main cart: it seemed to be an electric issue linked to the ups of the main cart. An electrical measurement on the v2 output plug confirmed that no voltage was coming out from this line, hence the camera cart could not turn on. Previously reported codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2) continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735815,product ID: 9735788,product ID: 9735772, product ID: 9735787, and product ID: 9735996. H2-3) a manufacturer representative (rep) went to the site to test the navigation system. The on/off cable, the external cable, the internal cable, main cart uninterruptable power supply (ups), and camera cart ups were replaced. Codes: b01, c07, and d02 h2) please see the additional codes section for new annex g code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.